Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer exhibited autonomous cursor movement after the software update. The programmer was kept powered on for a longer time and retested and no autonomous cursor movement was observed. Electromagnetic interference (emi) repair was performed as a preventive measure. It was noted that the left keyboard hinges were broken. The programmer failed the final functional tests for audio output/input speaker test, light emitting diode (led) control output test and pushbutton rf head to link electronic module (lem) test due to a non functional link electronic module (lem) board. The programmer was decommissioned due to lack of parts availability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer exhibited autonomous cursor movement after the software update. The programmer was returned for evaluation. There was no patient involvement.